Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, toric markers not aligned with haptic / toric markers on lens for placement were not in the correct area. The surgeon explanted and implanted company another same model toric lens. In the surgeon¿s opinion product contributed to event. There was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in a lens case inside a biohazard bag. Viscoelastic was dried on the lens. One haptic was broken in the distal, returned outside the well area of the lens case. The other haptic was broken in the haptic/optic junction and broken in the gusset area. Both broken portions of this haptic were also returned. The optic displayed one set of toric axis marks. The toric axis marks were misaligned/shifted. The axis marks were located at the 3 o'clock and 9 o'clock positions of the optic. The lens was cleaned with klrp to remove the dried viscoelastic and further evaluate the lens. The optic was scratched near the anterior optic center. The posterior optic has a large cracked and split area between the optic center and one haptic. Photos were also provided that displayed broken haptic damage. The toric axis marks could not be observed in the photo due to the poor quality of the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. All indicated associated products were qualified for use with this lens. The root cause for the observed misalignment was manufacturing related. A contributing factor to this event was that the milling equipment allowed the milling operator to manually select the mill orientation when the vision system could not identify the fill holes on the wafer. The toric axis mark misalignment was determined to be a cosmetic issue only, with no functional impact. The toric axis is aligned with the toric axis marks and is set by the molding process. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).